Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was 586 mg/dl, which she treated via manual insulin injection. Her blood glucose has since dropped to 439 mg/dl. Troubleshooting did not occur for the high blood glucose. The customer experienced dry mouth, upset stomach, and fatigue. No products were returned or replaced at this time.